Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode showing that the guide tooth was damaged during analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode showing that the guide tooth was damaged during analysis.

Event description:
It was reported that the right atrial lead would not screw in properly. Ten attempts were made and each time the lead would not stay fixed in place. The lead was removed and replaced. No patient complications were reported as a result of this event.